Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported the patient fell about a month ago and was in the hospital and then a nursing home for 3 weeks. Caller stated the patient was unable to charge their device and now the controller is completely dead. Caller plugged the controller into the ac power supply for about 10 minutes and reported having seen the message data has been lost. Caller unlocked screen and reported no device found. Agent provided information and walked caller through resetting the controller. Caller confirmed the green light was flashing above the screen. Agent instructed caller to continue charging controller to full and then proceed to charge ins to full. Agent reviewed to turn stimulation on once ins was fully charged. The ins and the lead were returned to manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 39286-65 lot# serial#(B)(6) implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis pli# 20 product ID# 97715 the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.